Event description:
The physician placed the adjustable hyperflex tracheostomy tube in the pt's airway knowing a small cyst, adhered secretions or lesion was persent. The tracheostomy tube was placed past the adhered secretion lesion or cyst. It was stated by dr when the incident occurred the tube had pulled back and the tip of the tube occluded by the adhered secretion, lesion or cyst. The pt experienced cardiac arrest and the pt's condition reported as non-responsive. At the time of the incident, report (two weeks after incident occurred) the tracheostomy tube was still in use by this pt.